Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was received for evaluation. A review of the devices event logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The device passed electrical and functional testing. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away. Therapy had been ongoing until the time of death. Prior to death, the patient was on life support while being treated for pneumonia in the hospital. It was unknown if the patient was performing a peritoneal dialysis exchange at the time of death. The cause of death was reported to be due to unspecified complications. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Review of previous service did not show a relationship or potential cause related to repairs that have been made to the device. Internal & external visual inspections were performed and revealed no problems. The evaluation of the device by the baxter product analysis laboratory (pal) did not identify any failure or malfunction that could have caused or contributed to the patient passing away.